Event description:
The customer reported the internal paddles did not work. The paddles failed the continuity check.

Manufacturer narrative:
(B)(4): the customer reported the internal paddles did not work. The paddles failed the continuity check. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.